Event description:
Boston scientific crm received information that the lead safety switch (lss) tripped on the right ventricular lead. It was suspected that the lss tripped due to high impedance measurements. Ventricular tachycardia episodes were stored near the timing of the lss. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.